Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Loosening of the tibial baseplate of a mako tka performed in march was confirmed. On (B)(6) 2025 extraction surgery was performed and a cement mold containing antibiotics was placed thinking about the possibility of infection. A revision tka is planned at a later date. In the surgeon's opinion, the initial surgery was performed with a uka skin incision, which resulted in poor visibility during surgery, causing the tibia to overhang medially, and the lateral side of the tibia to sink after surgery.